Event description:
Customer reports absence of alarm. Customer states that reservoir was empty and insulin pump did not alarm. Customer declined displacement test troubleshoot. Customer will wait next set change before doing displacement test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.